Event description:
It was reported that the remote monitor was not receiving power, and three different power outlets were tried. A new power cord for the monitor was sent. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the carelink monitor (clm) was not receiving power, and three different power outlets were tried. A new power cord for the clm was sent. The monitor was later returned to the manufacturer. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed testing with no anomalies found.